Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she woke up with blood glucose at over 500 mg/dl. Device alarmed a no delivery alarm and motor error alarm. During troubleshooting, found the infusion set cannula was bent. After troubleshooting, customer will not be returning the device for analysis.